Manufacturer narrative:
(B)(4). Approximate age of device - 71 days. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient started to have symptoms of hematuria on (B)(6) 2017. The patient went into the clinic the next day and was found to have elevated ldh of 1209 u/l, plasma free hemoglobin was 90 milligrams per deciliter and there was an audible grinding of pump on auscultation. The clinician¿s had a high suspicion for device thrombosis. The patient had an emergent pump exchange on (B)(6) 2017. The patient¿s inr was 1.7 and the coumadin was held for a day. The patient was initially reported to be stable post-operatively, was extubated quickly, and was transferred off the intensive care unit the next day. The patient developed an acute large intraparenchymal hemorrhage, the patient subsequently expired on (B)(6) 2017. There were no device issues reported on the newly implanted pump; however, the clinicians referenced the recent exchange as being associated with the patient''s death. There were no device issues reported on the newly implanted pump. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline (dl) severed approximately 2 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. Examination of the pump upon disassembly revealed a dark red, soft deposition on the body of the rotor. The deposition was denatured, indicating that it was present while the pump was supporting the patient. While its origin cannot be conclusively determined, the non-laminated structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase. Additionally, this deposition could have created additional resistance on the spinning rotor, potentially contributing to the power elevations captured in the submitted log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis, thrombus, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.